Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient can't do anything and keeps getting poor communication; they just changed the batteries. An antenna was used so it was unplugged and the patient programmer (pp) was placed directly over the ins on the skin, but the issue wasn't resolved. As a result of the event, the patient was transferred to repair. Additional information received from patient reported that they had patient programmer (pp) replaced but were still getting the poor communication screen. Patient was advised to follow up with healthcare provider (hcp) to have the device check. No further complication or event reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported the cause of the poor communication after the patient programmer was replaced was they needed to replace a new battery. The patient noted they had surgery scheduled for (B)(6) 2017. The patient stated the steps taken to resolve the poor communication screen on the patient programmer was to replace the battery on (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the device was replaced. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient didn¿t yet know what the cause of the poor communication was because they had not been to the doctor to replace the battery; it was noted they would see the doctor on (B)(6). No further complications were reported/anticipated.